Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed undersensing and noise over-sensing causing inappropriate automated mode switch (ams) episodes on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes non-sensing on the right atrial (ra) lead.